Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heating was confirmed. During service the device failed temperature testing. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that service is required for the device.; during service it was noted that the device was heating. The device was not used in surgery. No injuries were reported. There was no additional information provided.